Manufacturer narrative:
The device is not returning, as the healthcare facility is retaining it. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that during preparation of the steerable guide catheter (sgc) and testing of the hemostasis valve, the sgc failed to hold column. The three-way stopcock was switched with another stopcock; however, the fluid did not stay. The device was not used, there was no patient involvement. A new sgc was used to complete the procedure. There was no clinically significant delay to the intended procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported loss of fluid column could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na.